Event description:
Information was received from the treating physician on (b)(46 2015. She stated that the cause of death was unknown but was not related to vns or even seizure disorder. It was probably related to diabetes. Based on the available information about the patient¿s death, an internal classification has determined that the death is unlikely sudep.

Event description:
It was reported that the vns patient passed away. It was reported that the autopsy was just completed and the results are pending, but that an overdose is suspected. The relationship of the death to vns is unknown. It was reported that it is the pathology departments policy to not return devices after explant. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.